Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device. Product ID 309201 lot# serial# unknown implanted: explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient and child mentioned they were told by the sales representative that the leads may move away from their nerve during the evaluation. The patients child believes this has occurred, because the patient had two accidents yesterday.